Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was not confirmed via data, but the data evaluation confirmed a permanent signal loss . The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable." The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was provided for evaluation and it did not confirm failures in the log. The reported event of pairing failed was not confirmed. A root cause could not be determined.